Manufacturer narrative:
Complaint no: (B)(4). The patient developed peritonitis on an unspecified date in (B)(6) 2014. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy which resulted in the development of peritonitis. The break in aseptic technique was further described as touch contamination. The patient was hospitalized for the event with symptoms of abdominal pain. The patient was treated with vancomycin (dose, frequency, route of administration and duration not reported) for the peritonitis. Three days after admission to the hospital, the patient was discharged. The patient was retrained in proper aseptic technique and was reported to have recovered from the peritonitis event. Dianeal therapy was ongoing. Additional information was not available.